Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl and 53 mg/dl. It was noted that the customer was at 96 mg/dl upon waking up. Reportedly, the customer drank sweet tea and ate sugary candy to address bg level. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.